Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operation room for a scheduled lead revision procedure due to lead dislodgement and high capture threshold. The lead dislodgement was assumed to be observed during a follow-up in clinic and was confirmed under a chest x-ray. The lead was successfully extracted and replaced. The patient was stable before, during, and after the procedure and will continue to be monitored.